Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, all laser markings are faded. The cause of the event is undetermined, however a likely cause is wear and tear. The most likely cause for the reported failure is wear and tear.

Event description:
On 2/1/2022, it was reported by a sales representative via sems that (2) ar-9165tdg central screw tap laser line has worn off. This was discovered during a procedure. Patient was not affected and case was completed without further issues.